Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the user was able to access the pump features. The user¿s blood glucose level was not impacted. Reportedly, the pump would continue to be used for insulin therapy.